Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the color bars occurred, and no image was displayed due to a communication failure caused by the faulty cable. The presume cause the e222 error occurred due to the communication failure caused by the faulty cable. The event can be detected/prevented by following the instructions for use which state: based on instruction manual otv-s400 chapter 9 troubleshooting, 9.2 troubleshooting guide. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head was not displaying image when the camera was plugged into the processor. The issue was found during pre-procedural preparation for a diagnostic laparoscopy. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found a e222 error message, a displayed color bar due to a damaged video connector pin, and corrosion and deep scratches caused by a bad cable. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.